Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and determined that the mainboard of the device was faulty. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reported last name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on patient monitor efficia cm120 indicating that it did not give an audible warning during an alarm for a faulty device. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.